Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleging possible insulin pump under delivery because he had higher glucose and correlates it with a clicking sound in the pump. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. Customer was neither in emergency room, nor admitted into hospital. Customer had symptoms as thirst, upset stomach, sweating and loss of appetite. Customer treated with manual injection. No harm requiring medical intervention was reported. The device will not be returned for analysis.